Event description:
Customer reported that due to a delivery issue she was unable to test and subsequently experienced vertigo and a headache. Customer also noted she attempted to eat something to alleviate her headache, but then experienced vomiting. She additionally reported a loss of consciousness. No third-party medical intervention was provided. Customer self-treated by taking her usual diabetic medication, metformin.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. Customer service has made several unsuccessful attempts to contact this customer to acquire additional info regarding this event. At the time of the initial complaint customer service arranged to have customer receive a new meter via field exchange.